Event description:
The doctor was unable to advance the balloon into the pt. Another iab was inserted and worked fine. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: unk - reported 8/3/98. Pt's current status: unk - reported 8/3/98.